Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's healthcare provider reported via phone call that the customer fell on the insulin pump. The button with the speaker on the insulin pump stopped working. The customer reverted to a backup plan. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.